Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00719. Follow up information identified the patient underwent surgical intervention to remove and replace the existing thoracic system. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00719. This patient is implanted with two scs systems, a thoracic and a cervical system. This report is regarding the thoracic system. This patient is implanted with two leads from the same lot. It was reported the patient was experiencing overstimulation while the thoracic system was turned on. The patient reported she increased the stimulation by one amplitude bar and suddenly experienced the painful overstimulation across her entire body and caused spasms that restricted her movement. The patient continues to experience soreness from the overstimulation. Follow up information identified the sjm representative met with the patient and troubleshooted the system and the amplitude of the stimulation was adjusted. An x-ray was taken and showed the leads have migrated. Surgical intervention may be pending to address this issue.